Manufacturer narrative:
No further information is available on the product at this time. No sample or photographic evidence was provided for evaluation. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report indicating that a needle broke during a procedure. Incident occurred at the end user. This event was filed in our complaint handling system as number (B)(4).